Event description:
Cardioquip cooler heater device failed during the procedure, it just shut off. The machine was replaced with a working unit right away since there is always a backup machine in the room. The machine was removed from service, biomed service request placed, biomed notified vendor.